Event description:
It was reported that this right atrial (ra) has exhibited a rise in pacing impedance measurements (>2000 ohms) over the course of the year. The patient was seen in-clinic where provocative maneuvers did not elicit changes in sensing or measurements. Boston scientific technical services was contacted to review the device data. It was discussed that the threshold of the ra lead was high and provided reprogramming options. Additionally, two episodes of minute senor signal over-sensing occurred in 2015, but there was no indication of therapeutic impact. It was recommended to continue with remote monitoring and regular follow-ups. At this time, the ra lead remains implanted and in-service. The patient was stable with no adverse consequences.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.